Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch verio reflect meter would not power on when inserting a test strip. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that the alleged issue occurred on (B)(6) 2021 at 08:45. They reported that the subject device would not power on when a test strip is inserted and that they had been experiencing ¿shakes¿ since before the product issue began and it was also noted that the patient experienced ¿shakes¿ while on the call with the cca. The patient manages their diabetes with insulin (self-adjuster), tresiba which they administer at night. The patient self-treated the ¿shakes¿ both times with food/drink (¿lollipops¿). The patient made no changes to their diabetes management routine and no other help was required. During troubleshooting, the patient confirmed that this was not the first time the product was used and that the meter powered on with the power button. A replacement device was sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began.